Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons error were less responsive and buttons were harder to press. The customer¿s blood glucose was unknown at the time of incident. The customer also report the insulin pump rejects new battery and insulin pump was louder during rewind and also state that insulin pump making grinding noise. The customer also report the motor sound labored. The insulin pump will not be returned for analysis.